Event description:
Caller states the patient tested 5.2 inr on the coagucheck xs system and 3.8 inr on a comparison lab. Coumadin was reportedly adjusted due to device results, however no adverse event reported. Requested return of suspect device and replacement was sent.